Manufacturer narrative:
H3, h6: the investigation was performed based on expert discussions considering complaint description, customer service reports, system history, and system log files. According to the initial information during an emergency procedure the large focus of the x-ray tube got defective. Additionally, the customer was aware that the small focus was already malfunctioning. The patient was relocated, and the procedure was continued and finished using an alternative system. According to detailed log file analysis, the small focus of the x-ray tube was already malfunctioning since beginning of 2023. Therefore, the customer was aware that the x-ray tube was already partly malfunctioning. In general, the system automatically switches to the next larger focus after three failed attempts. In normal condition, an emitter has equal distances to the boundary plates in all circumstances. If the distances are not symmetric it is probable that the emitter extends on thermal load and then may touch the focal boundary, which can cause various issues including arcing events. An emitter failure is the typical cause for a tube to fail. The emitter and filaments are the typical wear parts and are limiting the lifetime of the tube. In this case, there was enough time to exchange the x-ray tube before the large focus also failed. The affected x-ray tube was replaced as part of service activity, which resolved the problem. The spare parts consumption of the defective x-ray tube was checked. Any accumulation of faults or even a possible general fault that would require corrective action of the installed base could not be determined by the investigation. G2: report source "health professional" should have been checked on the initial report submitted to the FDA on june 16, 2023.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of a malfunction while operating the artis zeego iii system. During an interventional patient procedure, no acquisition was available and the information with large and small focus was displayed alternatively. The procedure had to be cancelled and completed on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.